Event description:
It was reported that pump displayed malfunction alarm occlurred. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through resetting pump, and malfunction code did not recur after reset, so customer was advised to continue using pump and to call back if problem returned, and customer acknowledged and understood these instructions.